Manufacturer narrative:
The device remains implanted in the patient.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between may 2019 and january 2020 were included. Patient# 24 presented with an asymptomatic saccular internal carotid artery (ica) 14x13 mm aneurysm in whom procedure related complication occurred where due to slight malposition of the 1st subject flow diverter stent, a 2nd subject flow diverter stent was implanted with overlapping. Patient had headache and nausea after the procedure. 6th post operative day aneurysm was thrombosed in computed tomography, 2 hrs later patient was unconscious and there was large sub arachnoid hemorrhage (sah) and intra cerebral hemorrhage (ich) and patient died despite active retreatment with 2 flow diverters. No further information was available. There was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the death of patient #24 covered within this literature source.

Manufacturer narrative:
B2 - outcomes attributed to ae - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of ¿device difficulty engaging target vessel¿. An assignable cause of anticipated procedural complication will be assigned to the reported events of ¿patient death¿, ¿patient intracranial hemorrhage¿ and ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between may 2019 and january 2020 were included. Patient# 24 presented with an asymptomatic saccular internal carotid artery (ica) 14x13 mm aneurysm in whom procedure related complication occurred where due to slight malposition of the 1st subject flow diverter stent, a 2nd subject flow diverter stent was implanted with overlapping. Patient had headache and nausea after the procedure. 6th post operative day aneurysm was thrombosed in computed tomography, 2 hrs later patient was unconscious and there was large sub arachnoid hemorrhage (sah) and intra cerebral hemorrhage (ich) and patient died despite active retreatment with 2 flow diverters. No further information was available. There was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses the death of patient #24 covered within this literature source.